Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the inner pouch confirms there is an unknown hair like debris within the sealed area. Device history record was reviewed and no discrepancies were found. The root cause of the reported event is the operator not following instructions during the manufacturing process. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the upon receipt of product at incoming inspection, there was debris found in the sterile package. There was no patient involvement involved with this malfunction.